Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was experienced high blood glucose level. Customer¿s blood glucose level was 498 mg/dl at the time of incident and other blood glucose level was 447 mg/dl. Customer stated that the infusion set had smell insulin vial. Troubleshooting was performed for high blood glucose. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. Customer performed high pressure test and the test was passed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event and the customer declined to provide their weight.